Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. Visual inspection noted no obvious defects. The trim pattern on the pads were correct and the energy connectors presented with a good connection. No manufacturing issues were noted during the evaluation of the returned pads. A functional test was performed via a flowrate test: the pads were connected to the arctic sun machine model 2000 for 10 minutes. Left chest pad: a total of 1.34 l/min m2 flow rate was registered during the test. The pad was noted crushed left thigh pad: a total of 1.27 l/min m2 flow rate was registered during the test. The pad was noted crushed. Right chest pad: a total of 0.48 l/min m2 flow rate was registered during the test. The pad was noted crushed. * right thigh pad: a total of 3.18 l/min m2 flow rate was registered during the test. According to the test method the flow rate was out of specifications on the left thigh pad and the left and right chest pads. The right thigh pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were changed to a new set of pads and therapy was continued.